Manufacturer narrative:
The device was returned and evaluated by product analysis on (B)(6) 2015 with the following findings: review of the pump¿s black box revealed rebooting events. Three battery compartment cracks were observed. The returned battery cap threads were damaged. The battery cap could not attach properly to the pump; a power issue was observed. A test cap was able to secure properly to the pump. The pump successfully completed a prime sequence and 24-hour exercise test without issue or alarm with the test cap. No damage or defect was observed to the pump¿s internal components. Unrelated to the complaint, the bolus button cover was torn. The bolus button was appropriately responsive.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas alleging an intermittent power issue with battery compartment damage. It was reported that the battery cap could not be secured appropriately. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of trouble shooting.